Event description:
In the cardiovascular operating room the camera, light cord and co2 were attached to the video tower. The tower was moved closer to the sterile filed when one of the wheels came off, scattering ball bearings across the or floor and causing the tower to knock into a staff member. A staff member had to hold the tower to protect the sterile filed from contamination. A step was placed under the tower to keep it upright and the surgical case continued.